Manufacturer narrative:
A1: patient identifier: requested, but unknown. A2: age & date of birth: requested, but unknown. A4: weight: requested, but unknown. A5: ethnicity: requested, but unknown. D4: lot number: requested, but unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: qa specialist. H4: device manufacture date: unknown due to unknown lot number. Based on the results of our investigation, the root cause of the problem could not be identified to be related to our product or production process. The actual sample was not available for evaluation hence we could not provide detailed information of its actual condition. We have received fourteen (14) complaints covering fy20 to fy23 (april 28, 2023), related to this issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. Simulation through manual sheath activation was conducted on the representative samples. An audible click was heard indicating successful safety activation. The needle is fully engaged under the lock (sheath tooth) and no irregularity during and after activation was encountered that may lead to the complaint. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Before shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. We advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the nurse injured herself with the needle of a abilify maintena. The nurse said that the plastic cap was defective. The plastic cap was apparently defective on the left side. Afterwards she saw that something was wrong with the cap. The event occurred post-treatment. Additional information was received on 02 may 2023: both the patient and the caregiver were tested, and the test results were negative.